Event description:
Customer reported discrepant device code key results. Customer stated the reading went from a 972 to an 830 on the device. Customer stated everything matched to the vial. A request was made for return product replacement product was sent.